Event description:
Patient reported after using the infusion set for 2 days, an abscess formed. Patient stated this occurred twice in 2012. Patient doesn't recall the date or the time. Patient reported the abscess was treated with surgical therapy and antibiotic therapy. Patient stated no stationary treatment was needed. Patient reported disinfecting the infusion set with cutasept. Patient uses cavilon spray. Patient stated in (B)(6) 2012 the (B)(4) wasn't good; no value was provided. No further information is available. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified product meets the specifications. Result a visual inspection was performed on the returned used device. All test results were within specifications. The needle test cannot be performed due to the introducer needle was not returned. A visual inspection and tests for needle were performed on the returned unused device. All test results were within specifications. The reference samples were visually inspected and tested for needle. All test results were within specifications. Sterilization batch for lot # 0230067 was verified and found it within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.